Manufacturer narrative:
Data files were returned and analyzed. The data files did not show any system notices. In conclusion, the reported issue was not confirmed through data analysis.

Event description:
It was reported that two days post cryo ablation procedure x-ray images identified a dilated stomach and the patient's hospitalization was extended. The patient was kept fasting and received intravenous (IV) treatment. On the fifth day post-procedure, the patient recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.